Manufacturer narrative:
Covidien reference # (B)(4). The reported failure of "unit display was missing segments" was verified. This is a known issue and has been isolated to the user interface printed circuit board (ui pcb) and action has been taken under remedial action efforts. Please see section for remedial action reference.

Event description:
It was reported that during a routine battery check, the technician noticed missing segments in the display. There is no report of patient involvement. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).